Manufacturer narrative:
Other applicable components are: product ID: 388928, lot#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information received from a healthcare provider for clinical study reported via a manufacturing representative that the patient experienced symptoms related to overstimulation and pain in the stimulation area of s3. The environmental/external/patient factors that may have led or contributed to the issue remained unknown. No diagnostics or troubleshooting was performed; reprogramming was done on (B)(6) 2016. It was noted that the issue was not related to the tined lead. The issue resolved on (B)(6) 2017 where the event was assessed as not serious, not related to procedure, and related to the stimulator and stimulation. No surgical intervention occurred or was planned. Relevant medical history included idiopathic functional incontinence. No further patient complications have been reported as a result of this event. (B)(6) 2016 no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.